Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of a pd related infection, which required medical intervention. The type and etiology of the pd related infection is unknown; therefore, causality could not be established. It should be noted that a lack of additional clinical information precluded a more comprehensive investigation. There was no report that the liberty cycler set malfunctioned, however the pdrn relayed a patient complaint regarding the length of the tubing causing the pd catheter (not a fresenius product) to be pulled on. It is the patient¿s responsibility to examine the product packaging for changes, such as the shortening of the patient lines. The labeling clearly states the length of the tube provided. Based on the information available, the patient¿s liberty cycler set cannot be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunctioned or was defective. However, given the lack of follow-up clinical information (e.g., type of infection, cause of the infection, medical intervention, patient demographics) and the patient¿s statement of deficiency, this clinical investigation cannot exclude the liberty cycler set from the serious adverse events.

Event description:
On 28/oct/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) experienced a pd related infection (infection type and causality not provided). During intake the patient¿s pd registered nurse (pdrn) reported the patient was being treated by the outpatient home dialysis clinic, however no further specifics were provided. Additionally, the pdrn stated that the new liberty cycler set tubing was too short for the patient to utilize the rest room during treatment. This required the patient to disconnect the tubing, otherwise it pulled on the patient¿s pd catheter (not a fresenius product). Subsequent attempts to obtain additional clinical information (e.g., medication records, patient demographics, causality, laboratory studies) were unsuccessful.

Event description:
On 28/oct/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) experienced a pd related infection. During intake the patient¿s pd registered nurse (pdrn) reported the patient was being treated by the outpatient home dialysis clinic, however no further specifics were provided. Additionally, the pdrn stated the newly shortened liberty cycler set patient line was too short for the patient to utilize the restroom during treatment. The change in tubing length required the patient to disconnect from the liberty cycler set patient line, otherwise it pulled on the patient¿s pd catheter (not a fresenius product). Follow-up communication from the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of abdominal cramping, hazy (cloudy) peritoneal effluent fluid, and diarrhea (previous 12 hours). A peritoneal effluent fluid culture and cell count (wbc = 371 /mm3, polymorphs 70%) were collected, and the patient was diagnosed with peritonitis. The patient was treated with an initial loading dose of intraperitoneal (ip) vancomycin 2000 mg and ip gentamycin 140 mg (date not provided), until the peritoneal effluent fluid cultures returned positive for staphylococcus epidermidis. Once the results were known, the gentamycin was cancelled, and ip vancomycin 2000 mg was administered a total of 3 times based on the weekly vancomycin trough level. The pdrn reported the cause of the peritonitis was the newly shortened liberty cycler set patient line. The patient is reportedly unable to reach the restroom during treatment, which results in the patient line getting pulled. The patient¿s liberty select cycler has to remain in the hallway, which the patient feels is the cause of the infection. The patient has switched to an alternate liberty cycler set (legacy) to address the patient¿s concerns. The patient is recovering from the serious adverse events and continues to utilize a stay safe organizer for connecting and disconnecting. The patient was evaluated at the outpatient home dialysis clinic on (B)(6) 2024 and was feeling better (clear peritoneal effluent fluid, resolved abdominal cramping). The patient is scheduled to receive the last dose of vancomycin on (B)(6) 2024, after which a follow-up peritoneal effluent fluid culture will be obtained to confirm the peritonitis has resolved.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: a4, b5, h6.

Event description:
On 28/oct/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) experienced a pd related infection. During intake the patient¿s pd registered nurse (pdrn) reported the patient was being treated by the outpatient home dialysis clinic, however no further specifics were provided. Additionally, the pdrn stated the newly shortened liberty cycler set patient line was too short for the patient to utilize the restroom during treatment. The change in tubing length required the patient to disconnect from the liberty cycler set patient line, otherwise it pulled on the patient¿s pd catheter (not a fresenius product). Follow-up communication from the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of abdominal cramping, hazy (cloudy) peritoneal effluent fluid, and diarrhea (previous 12 hours). A peritoneal effluent fluid culture and cell count (wbc = 371 /mm3, polymorphs 70%) were collected, and the patient was diagnosed with peritonitis. The patient was treated with an initial loading dose of intraperitoneal (ip) vancomycin 2000 mg and ip gentamycin 140 mg (date not provided), until the peritoneal effluent fluid cultures returned positive for staphylococcus epidermidis. Once the results were known, the gentamycin was cancelled, and ip vancomycin 2000 mg was administered a total of 3 times based on the weekly vancomycin trough level. The pdrn reported the cause of the peritonitis was the newly shortened liberty cycler set patient line. The patient is reportedly unable to reach the restroom during treatment, which results in the patient line getting pulled. The patient¿s liberty select cycler has to remain in the hallway, which the patient feels is the cause of the infection. The patient has switched to an alternate liberty cycler set (legacy) to address the patient¿s concerns. The patient is recovering from the serious adverse events and continues to utilize a stay safe organizer for connecting and disconnecting. The patient was evaluated at the outpatient home dialysis clinic on (B)(6)2024 and was feeling better (clear peritoneal effluent fluid, resolved abdominal cramping). The patient is scheduled to receive the last dose of vancomycin on (B)(6)2024, after which a follow-up peritoneal effluent fluid culture will be obtained to confirm the peritonitis has resolved.

Manufacturer narrative:
Additional information: b4, h4.

Event description:
On 28/oct/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) experienced a pd related infection. During intake the patient¿s pd registered nurse (pdrn) reported the patient was being treated by the outpatient home dialysis clinic, however no further specifics were provided. Additionally, the pdrn stated the newly shortened liberty cycler set patient line was too short for the patient to utilize the restroom during treatment. The change in tubing length required the patient to disconnect from the liberty cycler set patient line, otherwise it pulled on the patient¿s pd catheter (not a fresenius product). Follow-up communication from the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of abdominal cramping, hazy (cloudy) peritoneal effluent fluid, and diarrhea (previous 12 hours). A peritoneal effluent fluid culture and cell count (wbc = 371 /mm3, polymorphs 70%) were collected, and the patient was diagnosed with peritonitis. The patient was treated with an initial loading dose of intraperitoneal (ip) vancomycin 2000 mg and ip gentamycin 140 mg (date not provided), until the peritoneal effluent fluid cultures returned positive for staphylococcus epidermidis. Once the results were known, the gentamycin was cancelled, and ip vancomycin 2000 mg was administered a total of 3 times based on the weekly vancomycin trough level. The pdrn reported the cause of the peritonitis was the newly shortened liberty cycler set patient line. The patient is reportedly unable to reach the restroom during treatment, which results in the patient line getting pulled. The patient¿s liberty select cycler has to remain in the hallway, which the patient feels is the cause of the infection. The patient has switched to an alternate liberty cycler set (legacy) to address the patient¿s concerns. The patient is recovering from the serious adverse events and continues to utilize a stay safe organizer for connecting and disconnecting. The patient was evaluated at the outpatient home dialysis clinic on (B)(6)2024 and was feeling better (clear peritoneal effluent fluid, resolved abdominal cramping). The patient is scheduled to receive the last dose of vancomycin on (B)(6)2024, after which a follow-up peritoneal effluent fluid culture will be obtained to confirm the peritonitis has resolved.